Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was experiencing adjust belt messages.